Manufacturer narrative:
Section a5, patient weight, ethnicity and race: information unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates. On (B)(6) 2021 through on (B)(6) 2023, respectively. Section h6- health effect - clinical code: 2140 used to report visual disturbances-dysphotopsia. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) preloaded intraocular lens (iol) was explanted. The patient was dissatisfied with their vision as they were experiencing dysphotopsia. No further information was provided.